Event description:
On (B)(6) 2014, it was reported to animas that the battery cap was damaged. This complaint is against the battery cap alone. Troubleshooting could not be fully completed at the time of the initial complaint and no additional information was available. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.